Event description:
It was reported that the pin passing 2.4mm trocar 17 dropped metal shreds after being passed through the tibia, the traces were removed with the shaver. A second passing pin was used and it also dropped metal shreds when it was passed through the tibia and the femur. No significant delay or patient injury reported.

Manufacturer narrative:
Two 7207220 2.4mm 17¿ trocar passing pins returned. They will be evaluated together. These instruments are used. They are less than one year old. The pins have attained damage. They are bowed and bent. One has been broken. The missing portion was not returned. Visual inspection shows both pins have scoring and skiving on the surface in several locations along the length of the pins. There are dings and chips on the tip of the complete pin. Contact with other instruments or devices have occurred. These symptoms indicate that the pins were used in a challenging manner which produced the shedding. Both have been stressed indicating pressure contributed. No root cause related to the manufacture of the device can be established.